Event description:
The device would not work and kept saying to tighten device. Md inspected the device, took off of the sterile field, and gave to charge nurse. No harm to the patient.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.